Manufacturer narrative:
As no additional information concerning this report is expected at this time, our investigation is complete. This investigation will be updated should additional information be provided.

Event description:
Boston scientific received information that this device delivered ten inappropriate shocks and inappropriate anti-tachycardia pacing (atp) for supraventricular tachycardia (svt) arrhythmias over a 48-hour period. A boston scientific field representative also reported there were numerous nonsustained ventricular tachycardia (nsvt) episodes in the same time period that resulted in overwritten episodes due to data storage limits. The representative reported the arrhythmia started in a programmed monitor only zone and accelerated into a programmed ventricular tachycardia (vt) therapy zone. The atp and shocks were delivered due to a programmed detection enhancement in the mo zone is not allowed to inhibit therapy when the arrhythmia was re-detected after it accelerated into the vt zone. No adverse patient effects were reported. The device was reprogrammed to provide therapy in the previous mo zone, which would allow the detection enhancements to inhibit svt arrhythmia. The inappropriate therapies were identified when the patient presented clinically due to syncope that was not related to the device.